Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0fxls, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that her first interstim system was replaced due to malfunction. It felt like it was turning off on its own. She did not know if it was the implantable neurostimulator (ins) or leads that had the issue, but both the ins and leads were replaced because the healthcare provider (hcp) said something was not quite right. Patient stated they checked out the system before it was explanted and it checked out ok each time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.